Event description:
When the user was seen in (B)(6) there was a small scab under the audio processor. There were no changes in medication that could account to the observed issue. The area was cleaned, and it was suggested that the user should only use the device sparingly. When the user returned in (B)(6) there was a large scab over the implant. The area was cleaned and treated with antibiotics. The user was told not to wear the device unless necessary until the area had completely healed. The user was seen in (B)(6) and the skin healed except the area just over the magnet. The user is now wearing a band-aid over the magnet and her audio processor on top of that. There is no infection currently, but the area is open. The magnet strength is currently appropriate for her weight. It was changed from 4 to 1. Currently the magnet can be seen. The magnet is open to air. The user and her husband changed the magnet on their own (date of magnet change is unknown) before the problems started. Medical intervention was needed for the open wound on top of the implant coil. As of information received on 03-sep-2020 the surgeon does not want to re-implant the user due to her age. There is still a small hole, but it is not actively infected. It was suggested she should continue use whilst also wearing a dressing over the implant. As per information received from the field on august 16, 2022 the user was explanted on (B)(6) 2022 due the device not functioning properly. This report refers to 9710014-2020-00228. For further information please refer to this report.